Event description:
It was reported that the minimum button on the ultrasonic scalpel was not working. The pt was reported to be in satisfactory condition after the procedure and no pt injury was reported.

Manufacturer narrative:
At the time of this report the device has not been returned to ascent for eval and an investigation has not been completed. Once the investigation is completed a f/u MDR will be submitted.